Event description:
Customer reported the smartsite valve disconnected from the IV catheter during a power injection resulting in a leak. Within seconds of starting the power injection, the male luer on the smartsite valve or extension set disconnected from the IV catheter resulting in leakage. Customer reported this has happened on several occasions in the past months. In each instance, the smartsite valve or extension set was tightened or replaced and the injection was re-administered without incident of leakage. There was no report of patient harm or medical intervention. Although requested, no further patient or event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Additional model number: 2000e. Additional catalog number: 2000e.